Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that there was noise, increased impedances, and oversensing on this atrial lead. The patient went to the hospital and complained about palpitations. Noise was reproducible with upper body movements. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.